Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 279-280 mg/dl. In addition, it was reported that the date was incorrect on the pump. The cause was unknown. The customer corrected the date to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.